Event description:
It was reported that when using the bd pyxis¿ es server required device retries.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that system was in retry mode. A technical support specialist (tss) had dialed into station and in reference to the knowledge article, "how to reverse sync med es station, disaster recovery procedure for medstation es (new process), how to: extract missing transactions from an es device and manual recovery required - datasyncinvaliduploadchangetrackingvalue reviewed the station logs, where tss identified a database error indicating a "carefusion.dispensing.sync.syncdataexception" related to an "insert into tx.pharmacyorderitemtransaction" operation. Following the instructions, tss performed a manual recovery and saved the retrieved transaction to the electronic protected health information (ephi) folder. Tss then executed a skip transaction and initiated a reverse sync, which showed no variations in data sync. Afterward, tss started a full sync, which completed successfully without further issues. Finally, tss completed the required backup, and customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.